Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff of the et tube was deformed. It was also observed that the et tube was kinked and there were white marks on the cuff. It was also found there was a pinhole on the cuff and the area of the kinked tube, thus, the device failed functional testing. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The most probable cause of the deformed cuff and pinhole leak is due to over-inflation of the cuff as there are signs of damage on the device. It is suspected that the user experienced difficulty inserting the tube in the patient and met some resistance when inserting the et tube through an intubating airway and used additional force that caused this damage to the cuff and tube.

Event description:
Customer complaint alleges the device has "deformation of the cuff. Not sealing." Alleged defect reported as detected during use. Necessary medical intervention reported as replacement of the tube. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned a photo. A visual exam was performed on the photo and it was observed that the cuff was deformed. A device history record review was performed and no relevant findings were identified. Although the cuff appeared to be deformed in the photo provided by the customer, the actual sample is needed to perform a proper investigation and to determine a root cause. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device has "deformation of the cuff. Not sealing." Alleged defect reported as detected during use. Necessary medical intervention reported as replacement of the tube. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges the device has "deformation of the cuff. Not sealing." Alleged defect reported as detected during use. Necessary medical intervention reported as replacement of the tube. The patient condition was reported as "fine".